Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device powered up displaying a "pacer fault 116" message. Upon an attempt to charge energy, the device displayed a "defib fault 72" message. Complainant indicated the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.